Event description:
It was reported that during a ureteric stenting treatment procedure, a suture removal difficulty occurred. A f/g flexima stent deployed as normal. A single string on the stent was cut as they were unable to withdraw the suture. The urologist was called in to retrieve the stent via cystoscope. Another of the same device was then deployed. Upon removing the stent, it was noted that the strings had become tightly wound around the upper portion of the stent. The patient status is listed as stable with no complications reported.